Event description:
It was reported that; the primary surgery was conducted on (B)(6) 2025. Later, he felt looseness in his shoulder joint when going to bed. Partial revision arthroplasty was conducted on (B)(6) 2026 due to instability, although no dislocation was present. No further information was provided.

Manufacturer narrative:
Correction- d3 (manufacturer entity was corrected from tornier sas to tornier inc.) The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any further information is provided the complaint report will be updated.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, the primary surgery was conducted on (B)(6) 2025. Later, he felt looseness in his shoulder joint when going to bed. Partial revision arthroplasty was conducted on (B)(6) 2026 due to instability, although no dislocation was present. No further information was provided.